Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Device eval confirmed that the #8 key was inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (for example, when the #1 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed, interfering with the (B)(4) drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had a "bad keypad" with a "stuck" #8 key. It was also reported there was no pt involvement.